Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an allergic reaction to the pod adhesive. The patient reported irritation and red bumps with clear liquid drainage. The patient used spray on skin barrier, plastic barrier and was prescribed cortisone cream for treatment.

Manufacturer narrative:
Additional information added to b5 - describe event or problem from: it was reported that the patient developed an allergic reaction to the pod adhesive. The patient reported irritation and red bumps with clear liquid drainage. The patient used spray on skin barrier, plastic barrier and was prescribed cortisone cream for treatment. To: it was reported that the patient developed an allergic reaction to the pod adhesive. The patient reported irritation and red bumps with clear liquid drainage. The patient used spray on skin barrier, plastic barrier and was prescribed locoid 0.1% cream to be used twice a day for one week as treatment.

Event description:
It was reported that the patient developed an allergic reaction to the pod adhesive. The patient reported irritation and red bumps with clear liquid drainage. The patient used spray on skin barrier, plastic barrier and was prescribed locoid 0.1% cream to be used twice a day for one week as treatment.